Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unreadable. Reportedly, the touch screen fell and the touch screen became shattered; consequently, customer had difficulty viewing the pump touch screen due to the damage. There was no reported impact to customer's blood glucose. No additional patient or event information was available.